Manufacturer narrative:
No further information is available, at this time. The investigation will be updated, should additional information be received.

Event description:
Boston scientific received information that this patient requested an MRI compatible pacemaker for a new implant. After the pacemaker was implanted, it was discovered that the patient was implanted with a non-MRI compatible pacemaker. The patient's spouse suggested to improve packaging. The non-MRI compatible pacemaker was explanted and replaced with an MRI compatible pacemaker. No additional adverse patient effects were reported.